Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Reported phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient underwent an rf ablation procedure without placing their ipg in surgery mode. As a result, the ipg became inoperable. Troubleshooting was able to establish communication with the ipg and resolve the issue.